Event description:
It was reported that the patient presented with moderately severe pain in his back that was preventing him from working in early 2009. Surgeon recommended a course of narcotic pain medication and surgery. Surgeon performed surgery consisting of an axial lumbar interbody fusion using rhbmp-2/acs. During his post-operative recovery, began to suffer from severe pain in his legs that was not present before the surgery and also lost a previous flexibility.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.